Event description:
It was reported a free flow event that occurred when removing the tubing from the pump module. No additional information was provided. There was patient involvement and the event reportedly "resulted in serious patient harm." Although requested, additional information was not provided. Return of the device has been requested; customer stated, "unfortunately the device is not available to be sent for investigation." The customer also stated, "unfortunately since the device wasn¿t isolated, we don¿t have the serial number of the device or lot number of the tubing set. We also of course can¿t return the device or send logs." A report was received from health canada's canada vigilance program which states "levophed tubing removed from pump and clamp on tubing remained open causing a bolus to patient. Patient starting bleeding through chest tubes and ultimately open chest and return to or. Family notified. Upon patient receiving levophed bolus, patient's systolic bp increased to 250+. Active bleeding noted through chest tube and patient sent to or for chest exploration."

Manufacturer narrative:
Omit: f24 - insufficient information. Additional information: imdrf annex f code.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a free flow event that occurred when removing the tubing from the pump module. No additional information was provided. There was patient involvement and the event reportedly "resulted in serious patient harm." Although requested, additional information was not provided. Return of the device has been requested; customer stated, "unfortunately the device is not available to be sent for investigation." The customer also stated, "unfortunately since the device wasn't isolated, we don¿t have the serial number of the device or lot number of the tubing set. We also of course can¿t return the device or send logs." A report was received from health canada's canada vigilance program which states "levophed tubing removed from pump and clamp on tubing remained open causing a bolus to patient. Patient starting bleeding through chest tubes and ultimately open chest and return to or. Family notified. Upon patient receiving levophed bolus, patient's systolic bp increased to 250+. Active bleeding noted through chest tube and patient sent to or for chest exploration."